Event description:
Related manufacturer reference number 3006705815-2022-16284. It was reported that during an ipg replacement (related manufacturer reference number 1627487-2022-04591) the physician was unable to insert the leads. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.